Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure, the sureform 60 stapler reload was misfired. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting misfire, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The blue sureform 60 reload was analyzed and found to have the knife exposed within the knife track. Common causes of the failure mode exposed component reloads are typically attributed to mishandling/misuse. For example: firing across a staple line or other obstructions. The reload was found to have a firing failure. Log review showed that this reload was fired partially using system (B)(4) on (B)(6) 2023. Failure analysis found the primary failure of firing failure with the knife exposed to be related to the customer reported complaint. Additional observation not reported was the knife of the reload was found with an indentation to the blade edge. The root cause is attributed mishandling/misuse. Failure analysis found the additional failure of blade damage to be related to the customer reported complaint. Additional observation not reported was that several staples were found lodged in front of the knife edge within the garage track. The root cause attributed to mishandling/misuse. This complaint is reportable malfunction event due to the following conclusion: the reload was found with several staples lodged in front of the knife edge within the garage track during failure analysis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.